Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during use. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The vcd was used with an avanti sheath. Regarding the puncture femoral site, angiography verified the femoral artery's suitability, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm, and there was no visible calcium/plaque at the puncture site. There was no access vessel tortuosity, and no stent was present near the puncture site. Additionally, the vessel had no stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted. No other damages/anomalies were noted during the visual inspection. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as the device was received fully deployed, with the indicator window in the black/red/white stage and the internal mechanism showed no anomalies when inspected. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcdo did not change color during use. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The vcd was used with an avanti sheath. Regarding the puncture femoral site, angiography verified the femoral artery's suitability, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm, and there was no visible calcium/plaque at the puncture site. There was no access vessel tortuosity, and no stent was present near the puncture site. Additionally, the vessel had no stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.